Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery resumed successfully. In addition, customer's blood glucose (bg) level was reported to be "high" via cgm reading. Cause of elevated bg was unknown and was addressed with a manual injection.

Manufacturer narrative:
B1. B5: replace b5 statement. H1. H6: remove patient code 2199.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. There was no impact to blood glucose as a result of the malfunction. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was able to be resumed.